Event description:
Approx two and one-half (2 1/2) months after the index procedure, the pt began experiencing symptoms of unstable angina for a period one (1) week. The pt was admitted to the hosp. Coronary angiography demonstrated thrombus present in the previously implanted cypher stent. The sub acute thrombosis (sat) was treated by aspiration of the thrombus using angiojet and re-ptca. The pt was reported to be compliant with his antiplatelet therapy. The target lesion for the index procedure was the mid right coronary artery (rca). The lesion was reported to be: calcified, a 90% stenosis, and an in-stent-restenosis (isr) of a previously implanted bare metal stent (bms).